Manufacturer narrative:
Investigation summary: sample evaluation: two loose 3ml assembled syringes were received by bd canaan and reported to be from batch # 7001798. The samples were visually evaluated. Syringe #1 was found to have a white particle greater than level 3 in size located on the stopper. Syringe #2 was found to have a clear particle level 2 in size located inside the barrel. Fm the size observed in both samples is a rejectable condition at bd canaan. DHR review for batch 7001798: manufacturing dates: 01/29/2017 ¿ 01/30/2017. Batch quantity was 216,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7001798 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation: ¿ confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. CAPA #(B)(4) exists to investigate fm on this machine.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd luer lok¿ syringe that a particulate was found inside two syringes during a visual inspection. There was no report of injury or medical intervention.